Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082794) on 30-jan-2019. The most recent information was received on 22-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and omeprazole magnesium (prilosec). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("bloating/e-belly"), dyspepsia ("digestive issues"), alopecia ("hair loss"), fatigue ("chronic fatigue"), constipation ("chronic constipation") and arthralgia ("hip pain") and was found to have weight increased ("immidiate weight gain/ I look like a beached whale"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the medical device removal, abdominal distension, dyspepsia, weight increased, alopecia, fatigue and arthralgia outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, constipation, dyspepsia, fatigue, medical device removal and weight increased to be related to essure. The reporter commented: serious injury criterion: required intervention, other (important medical event)were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(6)) on 30-jan-2019. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('I had mine removed'), in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included: ibuprofen and omeprazole magnesium (prilosec). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("bloating/e-belly"), dyspepsia ("digestive issues"), alopecia ("hair loss"), fatigue ("chronic fatigue"), constipation ("chronic constipation") and arthralgia ("hip pain"). And was found to have weight increased ("immidiate weight gain/ I look like a beached whale"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the medical device removal, abdominal distension, dyspepsia, weight increased, alopecia, fatigue and arthralgia outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, constipation, dyspepsia, fatigue, medical device removal and weight increased to be related to essure. The reporter commented: serious injury criterion: required intervention, other (important medical event)were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: reporter information updated. Event: hip pain was newly added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082794) on 30-jan-2019. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and omeprazole magnesium (prilosec). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("bloating/e-belly"), dyspepsia ("digestive issues"), alopecia ("hair loss"), fatigue ("chronic fatigue") and constipation ("chronic constipation") and was found to have weight increased ("immediate weight gain/ I look like a beached whale"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the medical device removal, abdominal distension, dyspepsia, weight increased, alopecia and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, constipation, dyspepsia, fatigue, medical device removal and weight increased to be related to essure. The reporter commented: serious injury criterion: required intervention, other (important medical event)were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Case is upgraded to incident . New event ' medical device removal' was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.